Manufacturer narrative:
Concomitant medical devices: 3058, urinary interstim, implanted: (B)(6) 2011; 3889-28, urinary interstim, (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing during ventricular arrythmia. The lead remains in use. No patient complications have been reported as a result of this event.